Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during rewinding and the display was blank. The customer reported that they may have spilled insulin or may have given too much insulin, not sure because translator was not translating properly. The customer stated that last week, she woke up in the early morning and the pump was blank, completely off. The customer stated it did not indicate that battery was low. The customer stated that a battery cap was sent to her. The customer stated she replaced it and it was working fine. The customer stated yesterday she changed reservoir, and when she filled tubing it squirted out. It also had her reprogram settings. The customer stated that she is treating with syringes right now because she discontinued use of pump yesterday. The customer was also getting the compromised force sensor system alarm. The customer didn¿t have any low blood glucose due to alarm. First alarm was yesterday and blood glucose was 108mg/dl. The customer stated the drive support cap appeared normal (recessed). The customer did not recall pressing the cap while connected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.